Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6)2010. The procedure went well and there were no complications. On (B)(6)2010, the pt came in with symptoms of pain, bloating, mild cramping, and an increase in pelvic pressure. Upon exam, the cervix was stenotic and none of the usual discharge was seen for the first week post-operatively. Endometrial aspiration revealed 12cc of serosanguinous fluid. The symptoms initially resolved, then returned. Then the cervix was dilated to 5mm with a return of a large amount of serosanguinous fluid. The surgeon is going to have to use cytotec to keep the cervix open and will consider antibiotic coverage.

Manufacturer narrative:
(B)(4) - hematometra occurred - (B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.